Event description:
The device was received for service with the report "pump was turning on and off". Information was not provided regarding event occurred. According to hospital representative, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.